Event description:
It was reported that the patients leads had migrated. The patient underwent a lead replacement procedure. The explanted leads will not be returned as they were kept by the medical facility. Additional information was received that the patient was experiencing loss of stimulation coverage due to lead migration. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months ago. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7073269.

Event description:
It was reported that the patients leads had migrated. The patient underwent a lead replacement procedure. The explanted leads will not be returned as they were kept by the medical facility.